Event description:
I was having my toe nail fungus treated with a laser in (B)(6) and a laser provided by (B)(6) malfunctioned and there was no remote disconnect switch by the door for the device. As per their manual and I believe your code there is supposed to be remote disconnect for all lasers by the door that enters the room.